Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 59 months following the implant of this bioprosthetic valve, the patient presented with shortness of breath. Cardiac catheterization confirmed a mean gradient of 40 mmhg. The valve was explanted and replaced with a mechanical valve from another manufacturer. Upon explant the physician noted that the valve looked pristine. No patient complication were reported and the patient was reported as doing well. The device will not be returned for analysis.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).